Manufacturer narrative:
(B)(4.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with alarms was confirmed by baxter personnel during product evaluation. The root cause was assigned to blown main battery fuse. The fuse was replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump which "alarms". This event occurred upon power up and was "picked up from central supply". This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.